Manufacturer narrative:
Consumer reported pain, burning, and irritation in both eyes after using product. Patient visited eye doctor and was diagnosed with chemical keratitis in right eye and toxic conjunctivitis in left eye. The doctor prescribed tobramycin and dexamethasone and recommended use of artificial tears. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer is recovered. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Event description:
Consumer reported experiencing pain, burning, and irritation after using product. The consumer does not report having experienced any issues prior to this event and indicates he had been using the product correctly for a little less than a month. Information obtained from optometrist indicates patient was diagnosed with chemical keratitis in right eye and toxic conjunctivitis in left eye. The doctor prescribed tobramycin and dexamethasone to be used four times a day for seven days in both eyes. Artificial tears also recommended. Doctor attributes event to product. Consumer is recovered.